Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred before use. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2042 was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. Functional testing and a short simulated therapy were performed. The direct cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.